Event description:
After successfully performing ptca, the physician attempted an arteriotomy closure using the perclose device after an unknown procedure. Difficulty was experienced while pulling back on the device. A larger skin incision was made and slight force was used to pull the device out of the artery. It was noted that the feet were not repositioned. Surgery was performed for repair of a pseudoaneurysm of the right femoral artery.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.